Event description:
Information was received per email a smiths medical ambulatory infusion pumps/cadd administration sets - flow stop malfunctioned. The client reported that antibiotic fluid was leaking out of cadd tubing. The report indicated fluid started leaking out of the connection point just beside the cassette on the tubing. No patient injury was reported.